Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported a false positive result with the covid-19 at-home test compared to a negative pcr test result. On (B)(6) 2022 at 10:00 a.m., the consumer performed covid-19 at-home test and the result was positive. On (B)(6) 2022, at 3:00 p.m., the consumer had a pcr test and the result was negative. The pcr test was taken at cvs in marietta, ga. The type of pcr test was processed through labcorp/helix sars-cov-2 rna ql naat rt pcr/tma covid. On (B)(6) 2022, all at 10:00 a.m., the consumer performed covid-19 at-home test, and the results were positive. The customer does not have covid-19 symptoms. No other information can be provided. No additional information about treatment and outcome was provided.

Manufacturer narrative:
The evaluation result and evaluation conclusion codes were updated.